Event description:
Customer reports that "the unit came into shop with staff indicating it was displaying error 17-0010 [battery charge alarm]. After replacing battery, the unit alarmed with error 54-0080 [coulometer communication]. Power board was replaced. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. The reported device was not sent to france for investigation as repairs were carried out locally by nsh canada. It was indicated that the device came into shop with staff indicating it was displaying error 17-0010. This error is the battery charge alarm. After replacing the battery, the device alarmed with error 54-0080 and message ""coulometer communication"". To solve the issue, the power board was replaced. After several attempts, the replaced spare parts were not returned to brézins for investigation and no additional information was provided. Therefore, without further evidence to confirm the origin of the defect, the root cause could not be identified. This complaint is considered as not confirmed. The trend is normal.the reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.